Manufacturer narrative:
Product analysis: analysis was able to confirm the customer¿s comment of broken handle and the handle covers were replaced. It was further noted on analysis that the bulkhead was contaminated and it was replaced. It was further noted that both keyboard slide rail covers were cracked, keyboard was pulling apart, upper display hinge cover bullets and one lower display hinge cover bullet were missing. All found defective parts were replaced and all other identified issues were resolved as necessary. The programmer then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's handle was broken. It was also noted that a request was made to update the software. The programmer was returned for service and tested out of specification during manufacturer's analysis. There was no patient involvement.